Manufacturer narrative:
Imdrf device code a0406 captures the reportable event of stent kinked.

Event description:
It was reported that, during laser lithotripsy procedure using a polaris loop stent, it was noticed that during insertion that the stent was kinked and could not cross the stenosis. A different device was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6:imdrf device code a0406 captures the reportable event of stent kinked.

Event description:
It was reported that, during laser lithotripsy procedure using a polaris loop stent, it was noticed that during insertion that the stent was kinked and could not cross the stenosis. A different device was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0406 captures the reportable event of stent kinked. Inside the patient. The returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that there was no damage found. Additionally, the suture and positioner was not returned. During media analysis, one picture showed that the stent shaft was kinked near the loop. A functional inspection was performed, the mandrel 0.039 was loaded into the device and no resistance was felt. No other problems with the device were noted. The reported event of stent material deformation and stent delivery difficult to advance was not confirmed. But a kink was found in the photo attached, after visual, microscope and functional inspections in the returned complaint device, it was not possible to identify any evidence of either the alleged issue(s) or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue. Therefore, all compiled information on this investigation determines that the most probable cause is no problem detected.

Event description:
It was reported that, during laser lithotripsy procedure using a polaris loop stent, it was noticed that during insertion that the stent was kinked and could not cross the stenosis. A different device was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.